Manufacturer narrative:
<P>this complaint was received via an anonymous clinical study.&nbsp; sample analysis could not be performed since samples were not provided for evaluation. This complaint will be used for trending and post market analysis.&nbsp; </p>

Event description:
Per a post market clinical survey, the customer observed a death with the use of a salem sump device. The customer stated there was a ¿probable device relationship¿. This information was received via an anonymous clinical study; therefore, the customer information is unknown and no further information will be provided.